Manufacturer narrative:
Based upon new information received, this event was re-evaluated and is considered no longer reportable - no malfunction or serious injury.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product activ l revision distract forceps angled. Specifically, it was reported that the surgeon placed the distractor into the implant in an attempt to open the implant to retrieve the poly insert. Upon full distraction, the tip of the distractor bent and the instrument could not be used as intended. The scrub technician attempted to straighten the bent tip at which point the tip broke away from the instrument. The surgeon used a nuvasive paddle distractor to open the disc space. The broken tip was never inside the wound and was then thrown away. There was no patient harm. This malfunction prolonged the surgery for 20 minutes. Additional information has been requested but not yet received as of the date of this report. The malfunction is filed under aag reference xc (B)(4).